Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had an off no power and then shut off. The customer was at the mall when the issue occurred and they did not have another battery with them. The customer's blood glucose level was unknown. The customer's mother was advised to call back once they have a new battery so they could properly troubleshoot. The device will not be returned for analysis.